Event description:
It was reported that the valve got disconnected and fell out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the valve got disconnected and fell out.

Manufacturer narrative:
The reported event is confirmed cause unknown. The used three-way latex foley catheter was returned without the original packaging. Visual evaluation: visual evaluation noted dried residue with the drainage eyes and funnel, as well as within the irrigation funnel. The inflation cap/valve completely separated from the from the funnel. Further evaluation noted the inflation cap was placed upside down on the valve. The cap/valve was reattached to the funnel and an attempt was made to inflate the catheter, however, the valve detached once the water was instilled. When attempting to remove the syringe, the cap disconnected and left the valve portion still attached to the luer lock syringe; it is unknown if this occurred during use and the user replaced the cap/valve in the wrong orientation. This does not meet specification " detached valves/caps". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.